Manufacturer narrative:
Evaluation results: a lot number search was performed on the foam tip plunger and the cartridge for similar complaints. There were five similar complaints found for the cartridge and one similar complaint for the foam tip plunger.

Event description:
It was reported that the surgeon was using an eyeonics lens with a microstaar injector and the haptics were bent by the injector during loading. No patient injury reported.